Event description:
Normal follow-up visit revealed multiple episodes of tachy arrythmias during normal sinus rhythm. Events due to malfunctioning rate sensing lead. Entire old system abandoned (lead capped and old defibrillator removed) and new system implanted by surgical intervention (transvenous system). Baystate medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that the reportable event has in fact occurred.